Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the insulin pump wasn't working so it was removed when the customer was at the hospital. The customer had high blood glucose in the morning on (B)(6) 2016. Customer's mother wasn't concerned since the customer had a cold. When the customer was at school her reading went higher, 592 mg/dl. No attempt was made to correct the high blood glucose with the insulin pump, they treated with manual injections. The customer was then taken to the emergency room. Her blood glucose was 510 mg/dl at the time of admissions. What lead to the customer being hospitalized according to the mother was high blood glucose due to the insulin pump, no diabetic ketoacidosis. Troubleshooting was performed on the insulin pump and no anomalies were noted on the device. It was noted the customer was rewinding the reservoir in placed. The customer was advised to remove the sensor as rewinding with the reservoir in place may cause air bubbles. The high pressure test was perf.